Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. She had symptoms of stomach pains, dry mouth, weakness, and fatigue. The patient's blood glucose result was 299 mg/dl at 12:00 p.m. Prior to the hospital visit. The blood glucose result was 407 mg/dl on her own blood glucose monitor at 1:27 p.m. While in the hospital. The patient was treated with insulin using the hospital's infusion device. The patient was in the hospital for 8 days. The infusion device was requested to be returned for product evaluation.